Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's leads were cut during back surgery. Surgical intervention was undertaken on (B)(6) 2026, and the cut leads were explanted and replaced.